Manufacturer narrative:
Qc was within the established ranges. A bci field service engineer (fse) found debris in the eic (electrolyte injection cup) assembly. The fse performed a preventive maintenance and verified repairs.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated sodium (na) results intermittently generated by synchron lx 20 pro clinical system. The results were not reported out of the laboratory. Repeat testing produced sodium results approximately 10 mmol/l lower than the original results. The repeat results were reported out of the laboratory. There was no effect to patients or users.